Event description:
It was reported that during surgery the zimmer pulsavac plus was found to be without the power contact. There was no patient harm reported. The surgery was delayed by 15 minutes. An alternative device was used during surgery. Investigation of the returned device observed corrosion on the batteries and the contact plates.

Manufacturer narrative:
Initial qa inspection of the device observed no obvious visual defects or damage. Initial tests discovered that the unit did not function when engaging the switch. Inspection of the battery pack displayed corrosion on the batteries and the contact plates. The test result of the voltage measurement of the battery pack was 0.0 volts. Individual batteries charge registered 0.0 to 0.8 volts. Various stages of corrosion were witnessed on the battery pack terminals and the battery ends. Several batteries displayed leakage. Terminals on the battery pack were damaged beyond any repair. The customer's reported event was confirmed. The device did not operate upon receipt. The most likely cause for this event is the corrosion of the battery pack terminals due to the degradation and leaking of the batteries. The corrosion of the batteries was severe enough that it corroded the wire contacts from the hand piece. The root cause for the battery degradation is unknown. Most likely, the battery degradation could be attributed to extreme detrimental environmental conditions in transit or customer storage. A review of the device history record denotes no systemic issues indicative to this type of failure.